Event description:
A customer reported that a nurse burned her hand touching the bottom side of a pc unit and then visualized smoke from the bottom side of the device. The customer reported the pc unit was plugged into a wall power outlet but not on a patient at time of event and that the nurse did not receive medical treatment for the burned hand. A document received with the device states: "pump must have overheated and battery sparked." During conversation with customer, there was no mention of sparking, only visualized smoke. The hospital biomed sequestered the pc unit and 1 pump module for investigation and could not find burn marks on the outer and inner casing of the pc unit. The biomed inspected the battery and no sign of burning was found. The biomed connected the pc unit to ac power and the bottom of the pc unit was very hot to touch. The biomed thought it was hot to touch due to the battery. The customer stated that no further event information is available.

Manufacturer narrative:
(B)(4). The affected device have been received and the evaluation is pending. A follow up report will be submitted with the results of the evaluation once it has been completed.